Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes that a feature of this device, the signal artifact monitor (sam), appears to have identified atrial fibrillation as minute ventilation (mv) noise and, as such, the mv sensor was disabled. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. Please see the event description field for more information regarding the specific circumstances of this event. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review of accolade was completed and confirmed that the event of false positive detection of afib/aflutter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: it was determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. No further actions are necessary at this time.

Event description:
It was reported that boston scientific technical services (ts) was contacted about possible right atrial (ra) oversensing. Ts reviewed the presenting episode and discussed that the sensed beats were falling after some atrial and ventricular paced events on the ra channel and were within the programmed blanking period. Programming options were discussed. Ts also noted that minute ventilation (mv) had been disabled due to two signal artifact monitor (sam) episodes which were false positives due to atrial fibrillation and contacted the health care professional. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating there was ra far-field oversensing falling mostly into the blanking period after ventricular paces, but occasionally being sensed in refractory. There was also sensed atrial beats after atrial paced events which could indicate additional oversensing or loss of capture. No adverse patient effects were reported. Additional information was received indicating possible ra undersensing of an atrial arrhythmia with rapid ventricular response (rvr) versus true ventricular arrhythmia was observed. No adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted about possible right atrial (ra) oversensing. Ts reviewed the presenting episode and discussed that the sensed beats were falling after some atrial and ventricular paced events on the ra channel and were within the programmed blanking period. Programming options were discussed. Ts also noted that minute ventilation (mv) had been disabled due to two signal artifact monitor (sam) episodes which were false positives due to atrial fibrillation and contacted the health care professional. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating there was ra far-field oversensing falling mostly into the blanking period after ventricular paces, but occasionally being sensed in refractory. There was also sensed atrial beats after atrial paced events which could indicate additional oversensing or loss of capture. No adverse patient effects were reported. Additional information was received indicating possible ra undersensing of an atrial arrhythmia with rapid ventricular response (rvr) versus true ventricular arrhythmia was observed. No adverse patient effects were reported.